Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was repositioned in which it was moved from the rv apex to the middle septum. Additional information was obtained from the field indicating that the cause of the high threshold was unknown. No additional adverse patient effects were reported.